Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and a broken belt clip. The data analysis showed that the daily insulin totals were 98.900 units on (B)(6) 2015, 117.200 units on (B)(6) 2015, 105.450 units on (B)(6) 2015, 85.850 units on (B)(6) 2015, 26.650 units on (B)(6) 2015, 0.200 units on (B)(6) 2015, and 43.600 units on (B)(6) 2015.

Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 at home. At the time of the call, the official cause of death was pending. The customer's blood glucose at the time of death was unknown. The caller reported the customer had bariatric surgery two days prior to their passing. The caller also stated they found the customer cold and unresponsive on the day of death. It was reported the paramedics were called, but they were unable to revive the customer. It was also unknown if the customer had any diabetes complications prior to their passing. The caller reported the customer did not use sensors and was not wearing one at the time of death. It was also found the customer was wearing the insulin pump at the time of death. The caller declined to return the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.